Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely. Review of the transmission revealed the pulse generator exhibited backup vvi operation. The patient presented in the clinic for further device evaluation. After device software download, normal function resumed. The patient's condition was stable during and post event.